Manufacturer narrative:
(B)(4). The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the customer was conducted with a time frame of three months before of the occurrence date. According to our system no product was available from these lots on distribution centers to be analyzed. The entire lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient had been hospitalized due to peritonitis. The patient was also reported to have had a bowel obstruction as well. Additional information received from the patient's pd nurse confirmed that the patient had been admitted to the hospital on (B)(6) 2016 and subsequently transferred to a rehabilitation center.